Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed barrel clamp binary switch and barrel clamp accuracy. Grinding noise when turning the clamp. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem, medical device catalog #, medical device model #. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the failed barrel clamp accuracy could not be confirmed. Laboratory testing could not be performed, the incident device was not received for this investigation. The photo received could not reach a conclusion because it provided no evidence of failure. A review of the logs could not be performed. The pcu or the pcu logs were not provided. The device was reported with no patient involvement. The device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of failed barrel clamp accuracy was unable to be determined. The suspect device was not returned for this investigation, and no additional event information was provided.

Event description:
It was reported that the device had failed barrel clamp binary switch and barrel clamp accuracy. Grinding noise when turning the clamp. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed barrel clamp binary switch and barrel clamp accuracy. Grinding noise when turning the clamp. There was no patient involvement.